Event description:
During initial testing at the manufacturing site, the pump underdelivered. The received measured volume was 14.6ml, from an expected 20ml. Delivery accuracy specifications for this device require delivery of 20ml +/- 1ml (+/-5%).